Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their insulin pump was reading 450 mg/dl when their actual blood glucose was over 200 mg/dl. Customer treated their high blood glucose with the insulin pump. The customer also stated the insulin pump would go into threshold suspend due to the inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.